Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: a review of the pump¿s history showed several unexplained reboots. The battery cap was able to fully tighten on to the pump and the pump was able to power on normally. The battery cap contact width and height were out of specifications. The pump could not be tested further due to an unrelated keypad issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had rebooted at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.